Event description:
A customer contacted beckman coulter inc. (Bec) stating that their synchron lx20 analyzer generated a suppressed phosphorous result (with error code init adc hi) that was interpreted and reported out by the laboratory as greater than 24mg/dl. Upon repeat on a different instrument, the result was 3.4mg/dl and the original report was amended. There was no affect to patient with regard to this event. Per customer, there was a problem of erratic phosphorous results and adc (analog to digital convertor) high errors that started a week prior to this event. The customer changed lamp and reagents and the reagent lot in use on the lx20 instrument was the same as the one on the alternate instrument used to generate the repeat result. The customer disabled the phosphorous module. A service request was generated and a field service engineer (fse) was dispatched on-site.

Manufacturer narrative:
Qc values were within range before the event. Qc was not run after the event. While on-site, fse noted that the phosphorous module was leaking and replaced it. Fse then performed alignments, lamp calibration and qc. The repairs were verified per established procedures and results met published performance specifications. The issue was resolved.